Event description:
Additional information was received indicating the right ventricular lead was capped and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead. The noise was suspected to be due to non-confirmed insulation damage on the rv lead. Provocative testing was performed and the noise was unable to be reproduced. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.